Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative scoliosis; and underwent oblique lumbar interbody fusion at l2-s2. Intra-op, when inserting the cage at l2-l3, the gripping part of the cage broke near the insertion point of the vertebral body. The trial of same size was inserted, but the insertion point of the vertebral body was narrow. The broken cage was replaced with another cage of same size. No fragment of the broken cage remained in the patient. There was no delay in overall procedure time due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection of the implant confirmed the portion of the implant where the inserter attaches has broken off. Microscopic inspection of the fracture surface revealed an uneven surface consistent with material overload. It appears the implant was broken from torsional overload. If information is provided in the future, a supplemental report will be issued.